Event description:
It was reported that in situ testing shows several electrode channels with status hi or sc. An accident or trauma is not yet known. Re-implantation has been decided upon but has not yet been scheduled.